Event description:
During a rotator cuff repair the head of the anchor broke off. Bone density was hard. The surgeon tapped with a mallet; he did not pre-drill. The surgeon buried a trough to introduce the anchor. He ended up performing an open procedure to remove the borken portion of the anchor. He did insert a 2nd anchor to complete the case. A delay of twenty-five minutes resulted. No patient injury or complications took place.